Manufacturer narrative:
Based on the current information provided, intuitive surgical, inc. (Isi) is unable to confirm the cause of the staple line bleeding. The product has not been returned to isi for evaluation. Advanced stapler logs show the instrument was installed on the system 7 times and fired 7 reloads (1 blue, followed by 6 white). On install 1, there were 2 successful clamp attempts, and the firing was completed with 1 pause for compression. On install 2, the system failed to detect the reload color, and the user manually selected the white reload. The first clamp was successful, and the firing was completed with 3-4 pauses for compression. On installs 3 and 4, the first clamp was successful, and the firings were completed with 1 pause for compression each. On installs 5 and 7, the first clamp was successful, and the firing was completed with no pauses for compression. On install 6, there were 2 successful clamp attempts, and the firing was completed with 1 pause for compression. There were no incomplete clamps, incomplete unclamps, or firing failures per the logs for this instrument. Though logs were incomplete, and data was not available for the entire procedure, a search was performed to confirm the engagement history of the instrument during the procedure and it was confirmed there were none. A system log review did not reveal any system errors that would have caused or contributed to the reported event.

Event description:
It was reported that after a da vinci assisted sleeve gastrectomy, the patient was taken back for a reoperation. The surgeon denied intraoperative issues but mentioned there were a couple of pauses for compression while firing the blue sureform 60 reload and a "bunch" of pauses on the white sureform 60 reloads going up but they all fired without issue and the procedure was described as routine. The patient was admitted for the standard 23-hour observation period and began to decline in the middle of the night. Around 0200/0300, the patient became unstable and was taken for an emergent laparoscopy at 0900 on post-operative day (pod) 1. There was an active bleed on the staple line around the mid-body of the stomach. The surgeon confirms the bleed was in an area where a white sureform 60 reload was used. Suture and a clip were used to achieve hemostasis. The patient is still in the hospital and is still very weak, just physically recovering, but may be discharged in the next day or two (pod day 6 or 7) and there are no expected long-term complications. The patient has a history of hypertension.